Manufacturer narrative:
Batch review performed on 20 may 2019: lot 162283: (B)(4) items manufactured and released on 05-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
1 year and 9 months after primary surgery the surgeon revised the patient knee. The patient was complaining pain in the anterior knee. The reason of pain is unknown. The surgeon resurfaced the patella and revised the 10mm poly with a 12mm poly. The surgery was completed successfully.